Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reports receiving potential false positive results for three individuals when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the false positive result for individual 1. (B)(4) for alternate false positive results. Individual 1: customer reports individual received a potential false positive result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 19432a, reader sn (B)(4). Individual tested negative with a confirmatory pcr (unknown date, brand/manufacturer not provided). Individual had no known exposure.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer reported receiving discrepant results on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use. A negative result was observed first with cartridge sn (B)(6), lot 26639f, reader sn (B)(6) followed by a positive result with cartridge sn (B)(6), lot 26639f, reader sn (B)(6). Customer did not indicate which result they believed to be correct. No further information provided regarding potential discrepant results.